Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4) unable to evaluate product or confirm complaint. Customer returned a non-alleged deficient product. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Customer complains of high results. Customer states that she feels physically fine, denies the need for medical attention. The customer's expected blood results are 80-140mg/dl. Verified test strips expire 09/24/2018. Confirmed customer's test strips are being stored properly and opened vial date (B)(6) 2015. Customer performed a back to back blood test 344mg/dl and 369mg/dl non-fasting. Reviewed meter memory (B)(6).